Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump display is very scratched that he is unable to see the display and that it looks faded. The customer¿s blood glucose is 124 mg/dl. He is also complaining that the screen is cracked. During troubleshooting, the customer stated that he isn¿t sure how the damage occurred. He was advised to discontinue use of the pump and to revert to the back-up plan per his doctor¿s instructions. The customer also mentioned that his belt clip is broken. The insulin pump will be returned for analysis. The belt clip will not be returning for analysis.